Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right ventricular (rv) lead exhibited noise oversensing resulted in multiple noise episodes recorded. The rv lead was capped and replaced on (B)(6) 2026. No patient consequences were reported.